Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). Additional narrative: a batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through tier ii (B)(4).

Event description:
Baxter (B)(4) received a report that one (1) baxter intermate lv250 ruptured at the end of the infusion. There was no report of patient injury or medical intervention. No additional information is available.